Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when an embolization coil implant was inserted into microcatheter, the coil encountered high resistance and was unintentionally detached. The coil was withdrawn and successfully removed. There was no reported patient injury or intervention.